Event description:
Altitude alarm 21 was reported for the pump, causing insulin suspension. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions to remove obstructions from speaker holes, clean them, and reconnect the cartridge, allowing insulin to resume. The alarm did not recur, and the pump returned to normal operation. Tips were provided to prevent future altitude alarms, which the customer acknowledged.